Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was unknown. The customer stated that the alarms caused everything to reset. The customer was unable to clear the pump errors, power loss alarm and program the pump. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The device was monitored for 5 days and the battery was removed from the insulin pump and monitored for 10 minutes. The device powered up properly after insertion of the battery and no pump errors were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device had a minor scratched display window and case.